Manufacturer narrative:
(B)(4). Method: the actual device was not returned. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4).

Event description:
Fill volume: 400 ml. Flow rate: 4 ml/hr. Procedure: laparotomy and right nephrectomy. Cathplace: not applicable. It was initially reported that a patient underwent a laparotomy and right nephrectomy. The patient was provided with a pain management infusion device which had a red tag on the bolus device that snapped. Additional information received on (B)(6)2016 noted that infusion completed within 10-12 hours, and there was no reported patient injury. The pump was inadvertently opened and used in a general surgery case in which the staff were unfamiliar with the new pump configuration, to the point at which the device was damaged.

Manufacturer narrative:
(B)(4). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.